Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All parameters were met and inspections passed successfully. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during the target market release (tmr) with this hemosphere alta monitor in a patient in bypass (non pulsatile mode), cerebral adaptative index (cai) value tile is high since it is not updated with the live map value, even if the live map value is correctly displayed on the monitor. There was no alarm nor error message displayed. This problem is not experienced when patient is not on bypass (pulsatile mode). There was no allegation of patient injury.

Manufacturer narrative:
The hemosphere alta advanced involved in this case was not returned for evaluation, as this is a tmr. Further investigation was completed by the engineers in the manufacturing site. Based on this assessment, investigation identified that this issue was caused by a software defect in the skynet main gui (v2.0.5) software which is part of alta 2.0 monitor. Investigation was initiated under apm internal software defect system. This issue is planned to be fixed in version 2.6. Internal actions have been initiated by the software change control group (sccg) to address this software issue.